Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl and a seizure. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer consumed carbohydrates to address bg and went to the emergency room. Customer was treated with intravenous fluids of "sugar saline" and was discharged the same day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.